Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl between 24 and 36 hours of wearing the pod. The patient¿s mother reported there was an issue with blockage that occurred with an alert to remove the pod. The patient¿s mother removed the pod and then noticed the pod site on their arm was leaking white fluid, was swollen, irritated, and hot which led to an emergency room (ER) visit on (B)(6) 2026. The patient was diagnosed with an abscess. The mother stated the patient¿s aunt is an emergency room nurse who treated the site by removing the fluid, then applying a gauze that was soaked in an antibacterial solution. The patient was then prescribed amoxicillin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.